Event description:
It was reported that there were small, plastic particles inside of an intravia 150 ml container. The reporter stated that ¿some¿ of the particles had a black ink stamp on them. This was noticed during compounding with saline and fentanyl and before patient use. The reporter stated that this solution was filtered before use with the container. There was no patient involvement. No additional information is available. This is report 14 of 48.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.